Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), embedded device ('two essure wires are noted in the anterior myometrium at the fundus'), genital haemorrhage ('general abnormal bleeding') and tooth extraction ('dental problems / teeth pulled') in an adult female patient who had essure (batch no. 626908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's medical history included gallbladder disorder, polycystic ovarian syndrome, abdominal pain lower, ovarian cyst ruptured, nabothian cyst, endometrial biopsy and paratubal cyst. Concomitant products included drospirenone + ethinylestradiol (yaz), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), medroxyprogesterone acetate (depo provera), metformin, spironolactone and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2011, the patient underwent tooth extraction (seriousness criterion medically significant). In 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), acne ("facial acne") and ovulation pain ("ovulation pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, tooth extraction, acne and dysmenorrhoea had resolved, the embedded device, bladder disorder, urinary tract disorder and ovulation pain outcome was unknown and the genital haemorrhage, fatigue and depression was resolving. The reporter considered abdominal pain, acne, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, ovulation pain, pelvic pain, tooth extraction and urinary tract disorder to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, bladder problems and urinary problems. The essure device had approximately 3 coils protruding from the ostia. Approximately 5 coils could be seen protruding from the right ostia on to the uterine cavity essure removal date provided in pfs (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, dyspareunia, ovulation pain lot number: 626908 manufacturing date: 2008-04 expiration date: 2010-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of ptc: product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), embedded device ('two essure wires are noted in the anterior myometrium at the fundus'), genital haemorrhage ('general abnormal bleeding') and tooth extraction ('dental problems / teeth pulled') in an adult female patient who had essure (batch no. 626908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". The patient's medical history included gallbladder disorder, polycystic ovarian syndrome, abdominal pain lower, ovarian cyst ruptured, nabothian cyst, endometrial biopsy and paratubal cyst. Concomitant products included drospirenone + ethinylestradiol (yaz), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), medroxyprogesterone acetate (depo provera), metformin, spironolactone and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2011, the patient underwent tooth extraction (seriousness criterion medically significant). In 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), acne ("facial acne") and ovulation pain ("ovulation pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, tooth extraction, acne and dysmenorrhoea had resolved, the embedded device, bladder disorder, urinary tract disorder and ovulation pain outcome was unknown and the genital haemorrhage, fatigue and depression was resolving. The reporter considered abdominal pain, acne, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, ovulation pain, pelvic pain, tooth extraction and urinary tract disorder to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, bladder problems and urinary problems. The essure device had approximately 3 coils protruding from the ostia. Approximately 5 coils could be seen protruding from the right ostia on to the uterine cavity essure removal date provided in pfs (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, dyspareunia, ovulation pain . Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet and medical record received. Other relevant history and lab data, lot number, events: "psychological or psychiatric problems condition: depression, dysmenorrhea (cramping), ovulation pain,embedded device were newly added. Reporter information, patient demographic information, product information details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), tooth disorder ("dental problems"), rash ("rash") and skin disorder ("skin conditions"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved and the genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder, fatigue, tooth disorder, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dyspareunia, fatigue, genital haemorrhage, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, bladder problems and urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified)- failure to occlude. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Previously reported ¿injuries¿ was updated to pelvic pain/chronic. Events- general abnormal bleeding, abdominal pain, dyspareunia (painful sexual intercourse), psych injury, bladder problems, urinary problems, fatigue, dental problems, rash, skin conditions and failure to occlude were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.